Event description:
It was reported that the ironman guide wire was being used in the renal artery. A stent was deployed and upon removal of the guide wire, the tip of the guide wire was found to be trapped under the stent. The tip of the guide wire unraveled and separated. The separated guide wire ti remained in the pt, trapped under the stent. There were no attempts made to remove the separated guide wire tip from the pt.